Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the healthcare professional interrogated the device on (B)(6) 2018 and it was functioning properly. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding a patient receiving fentanyl (18 mg/ml at 8.250 mg/day) and bupivacaine (1000 mcg/ml at 458.4 mcg/day) via an implantable infusion pump. It was reported that upon interrogation of the patient's pump a motor stall was seen. There were no environmental/external/patient factors that may have led or contributed to the issue. The pump was placed in minimum rate mode and surgery was scheduled for (B)(6) 2018. No symptoms were reported and the patient was alive with no injury. The issue was unresolved at the time of this report. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.